Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the right ventricle lead exhibited noise. No intervention was performed. Patient was stable.